Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported blood glucose level was 191 (mg/dl) at the time of the event. Prior to contacting tandem technical support, the customer had changed all supplies and stated the occlusion issue had resolved. Reportedly the customer will continue to use the pump until the replacement pump is received.